Event description:
It was reported that a day after the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) system was replaced, the new lead exhibited loss of capture (loc) when programmed in vvi mode. Additionally, it was noted that the pacing threshold measurement increased unexpectedly, and the pacing impedance was high and out of range. The lead captured when programmed in ddd mode, so boston scientific technical services (ts) advised to review x-ray imaging to confirm the new lead position and pin insertion at the device header level. At this time, no further information is available. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that a day after the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (cd) system was replaced, the new lead exhibited loss of capture (loc) when programmed in vvi mode. Additionally, it was noted that the pacing threshold measurement increased unexpectedly, and the pacing impedance was high and out of range. The lead captured when programmed in ddd mode, so boston scientific technical services (ts) advised to review x-ray imaging to confirm the=e new lead position and pin insertion at the device header level. At this time, no further information is available. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.